Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure was converted to an open approach due to the patient's complication with tolerating insufflation. The insufflator was a 3rd party insufflator. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, the site confirmed there was no robotic procedure performed on the reported event date.